Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported informing about rupture . Capsular contracture baker grade IV this record relates to the left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported informing about rupture. Capsular contracture baker grade IV this record relates to the left device. The device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, biological tissue color yellow and calcification white in the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. The device has been explanted and replaced with non-allergan device.